Manufacturer narrative:
Product analysis: the product was discarded, therefore no product analysis can be completed. Conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The dcs was not returned to medtronic for analysis and no images were received for review. Capsule separation occurs due to excessive compressive forces applied to the capsule. This excessive compressive force can be experienced when the valve is loaded incorrectly. No fluoroscopic load check images were submitted for review, therefore it cannot be independently confirmed if the valve was correctly loaded onto the dcs. It was reported that the dcs was over-driven and there was extreme leaflet calcium which may have caused or contributed to the separation. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuosity, etc.). In this case, it was noted that the patient had extreme leaflet calcium. This indicates that the probable cause of the advancement difficulties was patient anatomy. The reported event indicated that the valve was recaptured four times. The evolut system instructions for use (IFU) instructs "deployment of the bioprosthesis can be attempted three times. If the bioprosthesis is recaptured a third time, it must be removed from the patient". Recapturing is a feature of the evolut r system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the native annulus was difficult to c ross. Balloon aortic valvuloplasty (bav) was performed. It was reported that extreme pressure was needed to cross the native valve. The valve was positioned and recaptured several times. On the fourth full recapture, a capsule separation occured. The delivery catheter system (dcs) and valve were removed from the patient. Subsequently, a different valve was successfully implanted using a different dcs. No loading difficulties or resistance was noted. Per the physician, the capsule separation may have occurred as a result of the dcs being over-driven and extreme leaflet calcium. No adverse patient effects were reported.